Event description:
Report received from the USA stating that the console had an e2 error code. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The reported complaint was not confirmed. The device passed all pre-repair assessment testing. If additional information becomes available a supplemental report will be sent. (B)(4).